Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.

Event description:
It was reported that during a scheduled retrieval approx four months after vena cava filter implant, the filter was noted to have migrated superiorly approx 4cm, and a detached filter limb was identified in the renal vein. The filter was successfully retrieved; however, there are no plans to remove the detached filter limb at this time. There was no reported pt injury.